Event description:
The hospital reported that when they opened the hst iii system (3.8mm) for a coronary artery bypass procedure the seal was compromised and not sealed completely. The device was fine-it was the seal of the packaging/peel pack seal that was compromised. They opened another heartstring to finish the case. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. No signs of clinical use or evidence of blood were observed on the packaging or device. The device was returned intact in its original packaging. The packaging was returned unsealed. Based on the returned condition of the device and evaluation results, the reported failure "unsealed device packaging" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25162417 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.